Event description:
It was reported ¿a tube was placed using cortrak that was then read as being in the stomach by radiology. Enteral nutrition was then found in the lung when placing a chest tube.¿ the patient¿s condition was not reported. Additional information received 26aug2022 reported a lung placement with feeding into the lung. The patient reportedly is deceased.

Manufacturer narrative:
(B)(4). The sample is reported to be available but has not yet been received by the manufacturer. A review of the device history record is not possible as no lot number was provided. All information reasonably known as of 09 sep 2022 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc.. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury. Device not returned.

Manufacturer narrative:
The device history record for lot 21100191 was reviewed and the product was produced according to product specifications. All information reasonably known as of 11 oct 2022 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc.. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Manufacturer narrative:
Third party evaluation of the returned device was unable to replicate the reported failure as both the main unit (mu) and receiver unit (ru) functioned as intended. Additionally, copies of tracings of the reported event were provided to avanos; the avanos corview cross-functional team reviewed the tracings. The first four tracings indicated multiple times where the tube tip pathway entered either the right or left lung area on screen; additionally, no tracing showcased a typical tracing placement pattern in any view (as indicated by cortrak 2 eas operator¿s manual and cortrak ng/ni instructions for use (IFU). Due to the clean device history record (DHR), the sample evaluation determining both the mu and ru functioned as intended, and the provided tracings not following typical placement patterns and deviated into the lung areas; the root cause was determined to be ¿user: incorrect use.¿ all information reasonably known as of 25 oct 2022 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc.. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint: (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.